Manufacturer narrative:
Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and coring was observed when used with the competitor device; however when used with bd collection device coring was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and coring was not observed when using bd urine cups. Root cause description: based on the investigation, a root cause could not be determined, because when used with bd urine cups the defect could not be recreated.

Event description:
It was reported that five-hundred bd vacutainer® z (no additive) plus urine tubes had fragments of tube cap in the urine samples after collection. Customer¿s verbatim: "fragments from tube cap (red rubber) stays in urine samples after collection. Custer uses sarstedt urine transfer straw. This issue appear in many samples. Question, is this combination optimal?"